Event description:
The proximal hole did not line up during an 08/02/1999 femoral nail procedure. After a 15 minute extension of the surgery; the surgeon proceeded free hand. The pt did not appear to be in any distress due to the delay. It hit right on the bottom portion of the screw hole through the nail. The sales rep added that after surgery; he and the doctor ran several test or demo procedures with this instrument and the alignment was okay. They just do not trust it. It was being used in a surgery to repair a mid-shaft femur fracture.